Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the device never worked because it never went off once. The patient reported the device status as inactive but still implanted. Follow-up with the physician's office determined that the patient was non-compliant with follow-up, and the patient had not been seen since approximately two months post-implant. No patient complications have been reported as a result of this event.